Event description:
It was reported that an intuitive surgical inc., representative sterilization educator suspected the permanent cautery hook instrument was damaged, opened this instrument and found corrosion in central processing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, failure analysis found upon visual inspection that all four clamping pulleys exhibited corrosion at the back end. The evidence was inconclusive, but the corrosion damage was likely due to improper cleaning. Failure analysis investigation also found the following additional damages to the instrument: the flush tube was dislodged from the luer plate. The luer plate was disconnected from the flush tube; however the instrument was not broken nor torn. The evidence was inconclusive, but dislodged damage was likely due to improper cleaning. The two levers came in taped to the housing. There was no damage to the housing or the chassis. The distal end of the main tube had various scratch marks with light material removal. The scratches were .172 - .137 in length and not aligned with the tube axis. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.